Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd two leads with the same lot number. It was reported, the pt had effective stimulation on the left side, but was no longer receiving stimulation coverage on the right side, subsequent to a fall. The ipg site was also bruised. The sjm rep found several invalid contacts on both leads. X-rays revealed the leads migrated. The physician removed the leads and replaced with a single lead. Post-operative programming provided effective stimulation coverage to the established pattern.